Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 14. Implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2021 loss of osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.